Event description:
Reporter alleged having high blood glucose results; however, customer had no symptoms so was taken to the emergency room (ER) by a relative. Customer stated the hospital measured his glucose to be 43 mg/dl at 6 pm versus the customer's meter reading of 311 mg/dl taken at 5:56 pm. Customer indicated the hospital gave him orange juice and glucose tablets as a result. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.